Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-dec-2018 with the following findings: a review of the pump black box showed multiple unexplained pump reboots. A visual inspection of the pump revealed the battery compartment was cracked at the threads. There was evidence of moisture corrosion inside the battery canister. A leak test failed due a battery compartment leak. The returned battery cap was undamaged and able to fit. During testing the battery cap was fastened and then unscrewed ½ turn, leading to a reboot. The reported power issue was duplicated. The battery cap was fastened again and the ez-prime steps were performed correctly with no further power interruptions occurring during the investigation. The pump¿s cover was removed and loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.